Manufacturer narrative:
The investigation noted issues with the customer's calibration data. Multiple abnormal aspiration alarms were observed on the alarm trace suggesting possible poor sample quality. The customer has had no further issues since the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with the ise vacuum nozzle. The tubing leading to the vacuum nozzle was replaced along with the vacuum and waste valves. Ise checks were performed and the customer ran precision, calibration and qc.

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for ise indirect na for gen.2 on a cobas 8000 ise module. Patient 1 initial result was 129 mmol/l. The repeat result from a different ise module was 138 mmol/l. Patient 2 initial result was 131 mmol/l. The repeat result was 138 mmol/l. Patient 3 initial result was 131 mmol/l. The repeat result was 138 mmol/l. Patient 4 initial result was 134 mmol/l. The repeat result was 140 mmol/l. Patient 5 initial result was 134 mmol/l. The repeat result was 140 mmol/l. Patient 6 initial result was 130 mmol/l. The repeat result was 137 mmol/l. The initial results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.